Event description:
During the or procedure, the davinci scissor tip was burned during use. Burn went through scissor tip to instrument and burned a coating on end of scissor. The packaging was not retained thus cannot submit all the numbers on package, just the device itself.what was the original intended procedure?the patient was having robotic surgery for removal of uterine fibroids. There was no harm to the patient.device #1is this a laboratory device or laboratory test?no.